Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination noted this electrode was nearly severed into two segments. One high voltage cable remained intact but the insulation, second high voltage cable, and sense a cable were all discontinuous approximately 326 mm from the terminal pin. This break occurred in the region just distal to the sense b electrode where an adhesive is applied during the manufacturing process to secure and seal the electrode following insertion of the conductors. Detailed testing was performed of the fracture site, and it was concluded that fatigue or stress in the region contributed to the fracture, which likely caused the clinically observed noise. Data downloaded from the device memory was reviewed by engineering. The episodes reviewed suggest the initial shocks delivered approximately one year ago represented noise from myopotential oversensing and did not appear related to noise from a damaged electrode.

Event description:
This supplemental report is being filled to include additional information identified from analysis. The date of the event was determined to be earlier than initially believed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination noted this electrode was nearly severed into two segments. One high voltage cable remained intact but the insulation, second high voltage cable, and sense a cable were all discontinuous approximately 326 mm from the terminal pin. This break occurred in the region just distal to the sense b electrode where an adhesive is applied during the manufacturing process to secure and seal the electrode following insertion of the conductors. Detailed testing was performed of the fracture site, and it was concluded that fatigue or stress in the region contributed to the fracture, which likely caused the clinically observed noise. Data downloaded from the device memory was reviewed by engineering. The episodes reviewed suggest the initial shocks delivered approximately one year ago represented noise from myopotential oversensing and did not appear related to noise from a damaged electrode.

Event description:
It was reported that this patient has had a history of inappropriate shocks in the past and has recently experienced electrode noise. Imaging was performed on the electrode which displayed an abnormal shape by the xiphoid. Upon explant, the physician damaged the shocking coil, however noted that the insulation of the electrode was previously broken while implanted. The field representative was able to confirm previous inappropriate shocks from over approximately a year ago, however only reported explant due to noise without any confirmation of recent inappropriate shocks related to recent device damage.